Manufacturer narrative:
Additional narrative: patient information is not available for reporting. (B)(4). Device was not explanted. The complainant part is not expected to be returned for evaluation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: manufacturing location: (B)(4), manufacturing date: july 1, 2015 - expiry date: june, 1 2020. No non-conformance reports (ncr) were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a multiloc humeral nail was used to treat a proximal humeral fracture on (B)(6) 2015. During the procedure, the surgeon attempted to drill at level e using the drill bit for the ascending screw. The drill bit interfered with the nail. In spite of some attempts, the drill bit did not go through the screw hole properly. Therefore, the surgeon changed the first target to the level f and g. Drilling to those levels was performed without difficulty allowing for screws to be inserted. After the successful screw insertion at levels f and g, the surgeon tried to perform drilling at level e again. Consequently, the surgeon was able to successfully drill at that level without further interference. The procedure was extended for ten (10) minutes with no adverse consequences identified. This report is 1 of 1 for (B)(4).